Event description:
During device changeout, device was programmed voo at 60 and, when the pocket was opened, the device stopped pacing and was in backup-mode. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was visually inspected revealing no anomalies and the device was properly interrogated. The pacemaker's memory content was inspected. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2024, as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies in unipolar lead configuration. Upon interrogation a device status error message appears to notify the user. Please note, that in unipolar configuration sufficient tissue contact is necessary for effective stimulation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields, like electric cautery, could be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.